Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage on the repaired area of the driveline was confirmed through the evaluation of the submitted photograph. The submitted log file contained data from on (B)(6) 2020. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04aug2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing a few low voltages on relative state of charge (rsoc) while the patient was tethered on an ungrounded patient cable/power module (usually due to cable fatigue). The patient's unshielded patient cable was replaced. The driveline tear at the repaired area appeared to be cosmetic, and was repaired with rescue tape. There were no other unusual events recorded in the log file event history.